Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 300 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The battery out limit or weak battery alarms could not be verified due to the button/keypad anomaly. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, and minor scratched display window.